Event description:
Surgical stapler cut without first stapling during creation of an anastomosis. This occurred during the last fire when one side of the stapler is in each limb of bowel. Both limbs of bowel were cut in a linear fashion and began actively bleeding but obviously did not have staples between them. Due to this we had to resect an additional 6cm of bowel on both proximal and distal sides and anastomosis was much closer to the ileocecal valve. These cuts happened after the stapler was reloaded, not with the original pre-loaded staples that worked properly.